Event description:
A male pt underwent an uncomplicated coronary diagnostic procedure in 2008, in which the physician, being trained to the mynx procedure (having only completed 2 cases), proceeded to use the mynx device without an aci rep present. During the mynx procedure, the physician reportedly released tension on the device while advancing the sealant (therefore not abutting the balloon against the arteriotomy), and advanced the advancer tube more than 2 markers, (2 markers is instructed in the IFU). Hemostasis was not achieved and the pt was successfully converted to manual compression without complication. The pt was reportedly ambulated and discharged per standard hospital procedure without incident, however, became symptomatic on three days later, with symptoms suggestive of ischemia. The pt underwent a cath procedure on two days later, utilizing contralateral access, in which an occlusion was noted at the sfa and profunda bifurcation. The pt was sent for vascular repair in which material, reported by the physician as mynx sealant, was successfully removed. The pt ambulated and was discharged without further incident.

Manufacturer narrative:
The device was not returned for eval, and the device lot number was not provided for lot history review. Based on the results of the investigation and the info provided, the physician was still in training, having not yet completed the initial 10 proctored cases. In addition, it was reported that the operator did not follow the procedural steps in the IFU by not holding adequate tension on the device during advancement of sealant, and by advancing the advancer tube more than 2 black markers (only 2 markers is instructed in the IFU). User error in advancing the sealant beyond the two black markers in combination with inadequate tension may have lead to sealant misdeployment, and subsequent embolization. There is no evidence that the device did not meet specification and that it did not perform in accordance with its specification and the IFU. The mynx device should only be used by a trained licensed physician or healthcare professional.